Event description:
Right caudate ischemic event. On (B)(6) 2010, pt had implantation of bilateral dbs for dystonia. In the operating room, it was noted she had slight left sided facial weakness. Post-op MRI revealed no acute abnormalities. A small abnormality was seen in right caudate head on diffusion imaging by the dbs team, not noted by radiologist. On (B)(6) 2010, MRI was repeated due to facial weakness and flat affect. This MRI shows right caudate head ischemia. On (B)(6) 2010, symptoms improved, decrease in left facial weakness, smiling, back to prior alertness and personality. On (B)(6) 2010, she was discharged to home after rapid improvement in her affect and facial weakness. She had evaluations from pt, ot and speech therapy in the hospital and will be scheduled for outpatient therapy if needed.